Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During transseptal puncture, the needle punctured the tip of the sheath. Another device was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator were fully engaged upon receipt; the dilator was removed to enable visual inspection. The dilator was perforated at 1.34¿ proximal to the distal tip. The sheath was perforated at 0.06¿ proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the brk needle exited through the aforementioned perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath / dilator perforation could not be conclusively determined.